Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The samples were received for evaluation on (B)(6) 2011. Two samples were received for evaluation. The roller clamp was closed on the first sample. In the second sample, the first gang of the 4-way large bore stopcock was in closed position, this unit was attached to another unknown set. A visual inspection of the samples did not reveal any abnormalities. The samples were then submitted for a clear passage test at 8psi and also to functional testing, and the results of both of the tests were satisfactory. The reported condition was not confirmed and no root cause was identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of clearlink system continu-flo solution sets with 4-way stopcock in which the tubing was crimped and caused a reduction in flow. According to the report, a nurse began an infusion of lactated ringers on a patient, but then it was noticed that the tubing was kinked and the flow was not normal so the tubing had to be swapped out. The condition was identified during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.